Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: unable to duplicate the complaint, information for the complaint is overwritten. The black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2014 have been overwritten. Review of the current pump history shows no alarms or warnings related to the complaint. The tdd¿s add up correctly and reflect the user programmed basal rate. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose of (bg) 574mg/dl with large ketones, and symptoms of dehydration. Reporter did not have pump at hand. This issue is being reported as the patient experienced hyperglycemia and the pump could not be eliminated as a cause of, or contributor to, the bg excursion.